Event description:
It was reported that the customer's blood glucose were as high as 600 mg/dl. She treated with manual injection. She further stated the tubing from her infusion set had been detaching. At the time, her blood glucose was 594 mg/dl. Her symptoms of high blood glucose were excessive thirst, taste of metal, irritability, and fruity breath. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.